Manufacturer narrative:
Reference MFR #: 2937094-2013-00817. The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal ot the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may result in a forward-firing condition of the side-firing surgical fiber. The returned fiber card was analyzed and it determined the procedure occurred (B)(6) 2012 and that 68,830 joules were expended. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
Two fibers were returned by a customer; no add'l info was provided or is available. There was no report of injury. This report is for the first fiber.